Manufacturer narrative:
The reported events of inadequate capture and unspecified sensing issue were not confirmed. A complete lead was returned in one piece. All tines were intact and undamaged. Electrical testing, x-ray examination and visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited inadequate capture threshold and unspecified sensing issues. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.